Event description:
Customer's spouse called in to report that the insulin pump alarmed during the prime process. Blood glucose at the time was 78 mg/dl. Troubleshooting was performed. No anomalies were noted. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a slightly loose drive support disk. No alarms were noted for the loose drive support disk. The insulin pump was received with a cracked case at the display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window. (B)(4)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.